Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -14.0 diopter tore during injection into the patient's left (os) eye. This occurred on (B)(6) 2020. It was removed intraoperatively with no patient injury reported. An alternate lens was successfully implanted on (B)(6) 2020 and the problem is resolved.